Event description:
A non-healthcare professional reported that following the intraocular lens (iol) implant procedure, the patient experienced endophthalmitis. Additional information stated that cataract surgery was performed on (B)(6) 2025 in the left eye. The procedure lasted 7 minutes, had no complications, no sutures, and wound integrity was intact. For prophylaxis, a postoperative subconjunctival antibiotic injection, steroid, and nonsteroidal anti-inflammatory drug were given. The patient experienced pain, blurry vision, redness, and swelling. A diagnosis of infectious endophthalmitis was made, with vitreous inflammation 3+, conjunctival inflammation 2+, aqueous cells 3+, and aqueous fibrin present. And culture was not done. The onset was less than 14 days postoperatively, on (B)(6) 2025. The event resulted in clinically significant visual changes. The surgeon was unsure what caused or contributed to the event. The other potential contributing factors mentioned was retro performed in pre-operation. On (B)(6) 2025, the patient received intravitreal antibiotic treatment and was referred to a retinal specialist. It was unknown if the intervention was effective. The outcome of the event was unknown.

Manufacturer narrative:
The product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. All iols are terminally sterilized with 100% ethylene oxide sterilization. Company uses an overkill sterilization approach, which greatly exceeds the minimum requirements for sterility. Critical parameters for sterilization cycles are recorded and retained for every sterilization load to demonstrate that the acceptance criteria for the sterilization process are met. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.10., e.4., h.6. And h.11. FDA patient codes of e0820 and e0828 have been added. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.